Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed customer complaint. While preforming motor test error code 41622 came on. Replaced optic switch and bracket. Preformed motor test unit passed test error code was cleared. Upon further inspection unit air sensor was damaged. Replaced air sensor and calibrated downstream occlusion sensor (dso). Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red screen with error code 41622. There was no patient involvement, and no patient harm/adverse event reported.